Event description:
It was reported the patient experiences uncomfortable sensitivity at the ipg site. The patient reported she has sensitive skin and reportedly the physician indicated the sensitivity is normal considering the location of the ipg. The next course of action is undetermined.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.